Manufacturer narrative:
The investigation determined that the customer's actions resolved the issue.

Manufacturer narrative:
The customer recalibrated calcium and performed qc. The level 3 qc failed. The customer recalibrated again with fresh calibrator material. The calibration and qc passed. The customer performed a patient comparison study with another analyzer and all the results matched. The customer's qc issues have been ongoing. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested with a cobas 8000 c 702 module. The initial result was not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. The patient's initial calcium result was 4.4 mg/dl. A data flag was attached to the initial result within the laboratory's information system. The patient's repeat calcium result was 7.0 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 46839201 with an expiration date of 30-jun-2021.